Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device is being retained the reporting facility. A lot history review (lhr) of reta0534 showed no other similar product complaint(s) from this lot number. Additional info from the user facility: (B)(6).

Event description:
During removal of hickman catheter, second incision had to be made to do so. It was anticipated that an incision could be made at site when vitacuff and surecuff should have been. However, after incision, only vitacuff located and catheter could not be removed. After second incision, it was ascertained that surecuff - ingrowth cuff on catheter had migrated approx 2-3 inches distally and secured itself in that position.